Event description:
It was reported that the insulin pump alarmed several errors during a bolus attempt. The blood glucose reading was 230 mg/dl. The customer was advised that one of the alarms was a program safety alarm. The customer stated that the device had to be reset, including the time, date and other settings. She noted that the basal rates were still programmed into the device. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at display window corners and with minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.